Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump alarmed motion sensor test failure. Customer cannot recall their blood glucose reading. It was reported that the alarm was in the history of the insulin pump. It was also reported that the insulin pump alarmed motor error during rewind. Insulin pump will be returning for analysis.

Manufacturer narrative:
Pump was received with a motion sensor test failure error alarm and motor error alarm during rewinding due to motor encoder signal out of phase. Unable to perform functional testings including displacement test, rewind test, basic occlusion test, occlusion test or excessive no delivery test due to motor error alarm. Unit was received with minor scratched lcd window, cracked reservoir tube lip and scratched reservoir tube window.